Event description:
This is being filed to report a hematoma, requiring additional intervention. (B)(4). Repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr) with p2 flail. The steerable guide catheter and advanced and one mitraclip was successfully implanted, reducing the mr to grade 1+. Reportedly, the sgc functioned successfully. There was no device malfunction and no unusual resistance noted during sgc use. Post-procedure, bilateral small groin hematomas were observed. Manual pressure was applied for 18 minutes. A right groin small hematoma remained. Manual pressure was held again, and the patient was on bedrest for 4 hours. The event resolved. Per physician, the event was possibly related to the sgc. The hematomas were less than 6 cm in size. The event did not require additional hospitalization.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported hematoma. Hematoma is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as manual pressure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.